Event description:
It was reported that upon interrogation, this pacemaker was found to be in safety mode. Technical services recommended immediate device replacement. At this time, the device remains in service, and no adverse patient effects were reported.

Event description:
It was reported that upon interrogation, this pacemaker was found to be in safety mode. Technical services recommended immediate device replacement. At this time, the device remains in service, and no adverse patient effects were reported.